Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 67 units. The customer's blood glucose was 156 mg/dl. During troubleshooting with tandem technical support it was revealed the customer's insulin gauge was displaying an accurate fill estimate value.